Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Other device used: catalog #00597604014, nexgen cruciate retaining anterior constrained articular surface, lot #60923540. No product was returned; visual and dimensional evaluations could not be performed. The device history records for the femoral component and articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. A product history search identified no other complaint for the part and lot combination of the reported devices. Although surgical notes were not provided, the warnings section of the package insert of the femoral component specifically states to " not use cr-flex femoral components with cra or ps components". However, the information provided is not sufficient to determine whether the incompatibility between the femoral and articular surface was the definitive root cause of the pain experience by the patient.